Event description:
Aventis case ID: (B)(4). Initial report received on 29-aug-2008 from a dermatologist. This cohort is a (B)(6) patients receiving (B)(6) drugs and treated with poly-l-lactic acid for facial lipoatrophy. Its main aim is to describe the safety of poly-l-lactic acid in the treatment of the facial lipoatrophy in (B)(6) patients. A (B)(6) male patient with (B)(6) infection was enrolled in this cohort and received one injection of poly-l-lactic acid (new-fill 12 ml) in cheeks, on (B)(6) 2008. The batch number for the three injections was a7017. Concomitant treatment included: (B)(6) since (B)(6) 2005 for (B)(6) infection, exact doses unspecified for all drugs, (B)(6) po exact doses unspecified since (B)(6) 2006 for (B)(6) , from (B)(6) 2007 to (B)(6) 2008 (B)(6) po exact doses unknown from the same dates and indication. On (B)(6) 2008, 3 weeks and 3 days after the last injection of poly-l-lactic acid (new-fill 12 ml), the patient presented with hard sub-cutaneous nodules on cheeks. Outcome: ongoing at the time of the report. Ptc number obtained on 05-sep-2008: (B)(4).